Event description:
Customer alleges, he felt the legs move out underneath the chair and are bent. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9670, serial number/date code and age of product are unknown at this time. The owner's manual part number 1148079 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumers wife stated that the consumer was seated on the 9670 transfer bench taking a shower when he felt the legs move out underneath the bench. The consumer was able to remove himself from the bench, no injury occurred. The consumers nurse inspected the transfer bench and stated that the legs had begun to bend. No RMA has been issued at this time for the return of the transfer bench.